Event description:
It was reported that the customer experienced elevated blood glucose levels (425 mg/dl). Customer changed the cartridge and infusion set, and reportedly blood glucose levels were stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.